Event description:
It was reported that 4 syringe control 10ml ll bns experienced product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no. 304134 batch no. 9023770. Event date: unknown. Product malfunction/failure mode: broke. Product description summary: the control rings of the control syringe broke off during injecting. "This has now happened four times." "The doctor got injured when the rings broke." Complaint quantity: 4. Component name: syr,control, 10cc, l/l, w/o shld, ns st=309695lf. Was there an injury: yes. Was there a death: no.

Manufacturer narrative:
This complaint submission has been identified as a duplicate of MFR report # 1213809-2019-00896. This complaint/MDR should therefore be disregarded. Any additional information related to this complaint will be added to MFR report # 1213809-2019-00896.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe control 10ml ll bns experienced product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no. 304134, batch no. 9023770. Event date: unknown. Product malfunction/failure mode: broke. Product description summary: the control rings of the control syringe broke off during injecting. "This has now happened four times." "The doctor got injured when the rings broke." Complaint quantity: 4. Component name: syr,control,10cc,l/l,w/o shld,ns st=309695lf. Was there an injury: yes. Was there a death: no.